Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 792 mg/dl at time of incident and current blood glucose was 200 mg/dl. Customer states that the blood glucose level at time of incident was 125 mg/dl and then in a few hours because insulin pump was not giving insulin was 792 manual injection treatment. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches.